Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient¿s battery was moved in (B)(6) 2015 as it was uncomfortable. The ins location was painful. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative (rep) reported that they were in the operating room in the middle of a pocket revision and wanted to know if a small amount of blood in the implantable neurostimulator (ins) header would be an issue. The rep noted that the patient was experiencing some discomfort in terms of how the device was positioned. According to the physician, the device was moving in the pocket and needed revision. The revision was on (B)(6) 2015. During the surgery and after creating a new pocket, the surgeon used two prolene sutures at the device header to attach to the patient's tissue and keep the device I place. Impedance check was done in the or after the device was disconnected from the lead and reconnected in the new pocket. The device appeared to be functioning correctly and no impedance issues were noted. Additional information from the consumer reported that she had to have the implant replaced because the device was coming up/ raising up on her skin and she was having a burning sensation at the implant site. The word shocking was used to describe the sensation at the implant site. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information pertinent to the event. If additional information is received, a follow up report will be sent.